Event description:
It was reported to boston scientific corporation that a bib intragastric balloon system placement procedure was performed on (B)(6) 2024. The patient experienced vomiting and abdominal pain. An abdominal x-ray was performed on (B)(6) 2025, and confirmed the balloon was hyperinflated. According to the information provided a blue dye was used when implanting the bib orbera balloon. A balloon removal procedure was performed, and a new balloon was placed on (B)(6) 2025. There were no patient complications reported as a result of this event. Note: the instructions for use (IFU) indicate that the igb is placed in the stomach and filled with sterile saline.

Manufacturer narrative:
Block h6 imdrf impact code f2202 is being used to capture the reportable event of endoscopic procedure. Imdrf impact code f2203 is being used to capture the reportable event of imaging required. Device code a1406 is being used to capture the reportable event of spontaneous inflation.

Manufacturer narrative:
Block h6 imdrf impact code f2202 is being used to capture the reportable event of endoscopic procedure. Imdrf impact code f2203 is being used to capture the reportable event of imaging required. Device code a1406 is being used to capture the reportable event of spontaneous inflation. Block h11 the returned orbera balloon was analyzed. A visual and media inspection was performed. The balloon was returned deflated, with evidence of deflation using surgical instruments, also it was received dyed color blue. Regarding the media analysis, the customer provided a picture where it can be observed the inflation of the balloon, also it can be seen a line that indicates the present of air in the balloon. Based on all gathered information, the probable cause selected is known inherent risk of device, since these adverse events are known and documented in the labeling and all reasonable steps have been taken (including both short or long term known complications or adverse reactions). A review of the product labeling identified that the device was used in a manner inconsistent with the labeled indications. The balloon received was colored blue. According to the instructions for use (IFU) the igb is places in the stomach and filled with sterile saline. The IFU contains detailed device information and instructions for the device use and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information.

Event description:
It was reported to boston scientific corporation that a bib intragastric balloon system placement procedure was performed on (B)(6) 2024. The patient experienced vomiting and abdominal pain. An abdominal x-ray was performed on (B)(6) 2025, and confirmed the balloon was hyperinflated. According to the information provided a blue dye was used when implanting the bib orbera balloon. A balloon removal procedure was performed, and a new balloon was placed on (B)(6) 2025. There were no patient complications reported as a result of this event. Note: the instructions for use (IFU) indicate that the igb is placed in the stomach and filled with sterile saline.